Event description:
It was reported that before inserting the foley catheter into the patient, when attempting to inject saline solution to check for catheter damage before inserting the catheter into the patient, the saline reservoir ruptured. The provided lot number was mykw3424.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.